Manufacturer narrative:
Date of event: no date provided, used the first date of the year provided.

Event description:
(B)(6) study. It was reported the patient experienced restenosis. The greater than 95% stenosed, 4.0mmx40mm, tasc ii a target classified lesion was located in the right distal superficial femoral artery. The lesion was treated with a 2.1 mm jetstream xc atherectomy catheter with 15% residual stenosis. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 0 % final residual stenosis. The subject was discharged with aspirin and clopidogrel. In 2018, post index procedure, the subject was noted with target lesion restenosis greater than 50%. No action was taken to treat this event. At the time this event was reported, it was considered to be not recovered/not resolved.

Event description:
Jetstream china study: it was reported the patient experienced restenosis. The greater than 95% stenosed, 4.0mmx40mm, tasc ii a target classified lesion was located in the right distal superficial femoral artery. The lesion was treated with a 2.1 mm jetstream xc atherectomy catheter with 15% residual stenosis. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 0 % final residual stenosis. The subject was discharged with aspirin and clopidogrel. In 2018, post index procedure, the subject was noted with target lesion restenosis greater than 50%. No action was taken to treat this event. At the time this event was reported, it was considered to be not recovered/not resolved. It was further reported that on november 02, 2018, post index procedure, the subject was noted with right superficial femoral artery stenosis.